Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician had difficulty getting the helix to retract. The lead was not implanted and there were no reported patient complications as a result of this issue.